Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two extensions were added. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having pain at the pocket site. It was noted that the ipg was sitting horizontally and not upright. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain at the pocket site. It was noted that the ipg was sitting horizontally and not upright. The patient will undergo a pocket revision procedure.